Event description:
The customer reports the air module delivered erratic pressure during calibration. There were no alarms activated. No patient involvement or injury. The defective air module was disposed of by the hospital.